Event description:
It was reported that anchor was placed in the bone and as the suture was being tied and the knot finished, it pulled out of the bone. A backup was not used, as there was no room to place another anchor. The surgeon left the labrium unrepaired, no additional bone holes were drilled.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).